Event description:
During service of the unit the turbine would not spin with a constant disc/sence alarm (audible/visual). Replaced the turbine connector, due to an intermittent connection, and j3 on the motor board.